Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the exhalation flow sensor. The ventilator passed self testing.

Event description:
The customer reported an 840 ventilator that stopped cycling. The ventilator was not on a patient at the time of the event.